Event description:
This case was initially received via regulatory authority (B)(6) on 25-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of uterine injury ("total and adnexal hysterectomy to remove implant and damaged uterus"), breast cancer ("breast cancer") and rheumatoid arthritis ("rheumatoid arthritis") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4, ectopic pregnancy in 1995 and salpingectomy (left side, due to ectopic pregnancy) in 1995. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2012, the patient experienced abdominal pain ("unexplained abdominal pain episodes") and adenomyosis ("uterus doubled in volume (adenomyosis)") with uterine enlargement. In 2012, the patient experienced rheumatoid arthritis (seriousness criterion medically significant). In 2015, the patient experienced breast cancer (seriousness criterion medically significant). On an unknown date, the patient experienced uterine injury (seriousness criteria medically significant and intervention required), allergy to metals ("strong allergy to nickel"), pollakiuria ("pollakiuria night and day"), urinary incontinence ("urinary incontinence on effort stage 1") and menorrhagia ("regular and very abundant menstrual periods"). The patient was treated with surgery (will see surgeon for total and adnexal hysterectomy to remove implant and damaged uterus). Essure treatment was not changed. At the time of the report, the abdominal pain, breast cancer, rheumatoid arthritis, adenomyosis and allergy to metals outcome was unknown and the pollakiuria, urinary incontinence and menorrhagia had not resolved. The reporter considered uterine injury to be related to essure. The reporter provided no causality assessment for abdominal pain, adenomyosis, allergy to metals, breast cancer, menorrhagia, pollakiuria, rheumatoid arthritis and urinary incontinence with essure. The reporter commented: she was to see a surgeon for total and adnexal hysterectomy to remove implant and damaged uterus. Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 29-aug-2017 for the following meddra pt: uterine injury: n° 5 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer or regulatory authority is not possible. Incident. No lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.